Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set had a connection issue. The customer reported that ¿the micro extension tubing (blue part) detached from the attachment that screws onto the primary set.¿ this occurred during priming. There was no patient involvement. No additional information is available.